Manufacturer narrative:
This customer reported difficulty with pacing due to pads off messages. There was no impact to the involved pt. The device was returned to the bench. The reported symptom could not be reproduced and the device passed all testing. On 11/18/08 the customer reported having instructed that the therapy cable be sent in, but, it was not. The customer was advised that if the therapy cable could be isolated to the one that was involved in the event, that it should be inspected and tested via the operational checks. The customer was also advised that all therapy cables should be tested via op-check to ensure that they are all functional. The customer sent a remainder out to the staff. Philips was unable to download the event from this incident. Three different event dates were provided by the customer and when the correct date was reported, it had been pushed out of the internal memory. There is no info supporting that a malfunction of the device occurred.

Event description:
This customer reported difficulty with pacing due to pads off messages. There was no impact to the involved pt.